Event description:
This rv lead was implanted on (B)(6)1998 and was abandoned on (B)(6)2018. A call was placed to technical services on (B)(6)2017 stating that lead exhibited low out of range pacing impedance measurements or less than 200 ohms in bipolar configuration and 205 ohms in unipolar. No noise was present. It was noted that at time of device replacement over three years ago the impedance was 210 ohms. An additional information was received on (B)(6)2018 stating that the patient presented with episodes or syncope. It was thought that there was intermittent capture on the right ventricular (rv) channel, however they were unable to recreate this in the clinic. It was further noted that the low out of range pacing impedance measurements continued. Subsequently a revision procedure was performed where the pacemaker and another manufacturer's rv lead were left implanted but electrically abandoned on the patient's left side. The following physician was dr.(B)(6) at western maryland regional medical center in cumberland, md. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).